Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said their feet are starting to hurt. Patient said the other day in both of their big toes they were getting an electrical shock like they were before the device was implanted. Patient also said they have a spot on the side of their left leg on the outside of the left leg that is "shocking" and "itchy". Patient said it has been keeping them up and they have been putting ice on it. The sensation is not constant. Patient stated this started about a month or so ago, and also stated they had their therapy adjusted a year ago. Agent asked if the patient was able to adjust their stimulation and the patient said yes but it does not resolve the sensation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.